Manufacturer narrative:
Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was initially reported that during the da vinci-assisted prostatectomy procedure, the right eye was black on the surgeon side console (ssc). The initial reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The initial reporter indicated that the surgeon was having several color lines on right eye; however, the left eye was ok. On the touchscreen (tsc) both eyes were showing a perfectly clear image. According to the tse, the system logs were clean. The tse asked the surgical staff to separate the camera cable from the energy cables since they were reportedly close together and restart the system. The nurse was also requested to reseat the blue fiber cable and cycle the ssc breaker. The system was restarted but the alleged vision issue persisted. The tse then requested for the nurse to exercise the high resolution stereo viewer (hrsv) height and tilt. The surgical staff also tried another restart, cycled the breaker, and reseated the blue fiber cable again. The vision issue was not resolved with troubleshooting. An isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse resolved the alleged right eye vision issue by replacing the right hrsv monitor. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient. On september 27, 2018, isi contacted the initial reporter and obtained the following additional information regarding the reported event: the surgical procedure was completed with only one eye. The alleged vision issue caused a delay of two hours during which additional anesthesia was administered to the patient.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was returned and evaluated. The customer reported issue of a black right eye on the surgeon side console (ssc) was reproduced. The hrsv was noted to have no image and had a main board defect. The hrsv was repaired by replacing the printed circuit assembly (pca) main board.